Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4)was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) need assistance on 8015ls s/n (B)(4), (B)(4) is trying to transfer network configuration (silent) but unable to transfer network configuration successfully. Also showing an error code 255-32784-275, I told (B)(4) what the error code means is that, the ac power need to plugin to the ac outlet. If not plugin, error code 255-32784-275 will show up. Biomed allowed me to remote in so I can verify his settings from his laptop. I also suggested to manually power up to maintenance mode, I referred the service bulletin 543 . After following my instructions to plugin the ac power and manually go to maintenance mode. His issue was resolved. We are able to run transfer network configuration (silent) and able to connect to the server.